Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the physician indicated the patient had a "defective wire" but did not indicate which lead. Further follow up did not yield any additional information at the time of this report. The leads remain in use. No patient complication shave been reported as a result of this event.